Manufacturer narrative:
Unique identifier (UDI): (B)(4). Initial reporter occupation is lay user/patient. The product was requested for investigation. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 4.9 inr, qc 2: 4.9 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received a report of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4). The result from the meter at 10:30 a.m. Was 5.3 inr. The result from the meter using a different finger at 10:34 a.m. Was 3.8 inr. The result from the laboratory was 4.9 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.